Manufacturer narrative:
H.6. Investigation: approximately three hundred thirty (330) samples were received from the customer for investigation in sealed blister packs. The returned samples were visually examined using unaided vision. It was observed that ten (10) of the returned samples had damage. The damage to the side wall of the syringe barrel was in the form of either a nick or gashes in the side of the barrel. These nicks or gashes are consistent with a hard edge being forcibly smashed into the side of the barrel and were found to be at similar locations on the barrel. However, these nicks or gashes do not penetrate through the side of the barrel. Based on the damaged observed it appears that the barrels were contacted by a hard edge after assembly and before packaging which resulted in the barrels being damaged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
Material no. 309653, batch no. 9120855, 9120895. It was reported that before use of the bd 60ml syringe luer-lok¿ tip there was an issue with product damage. The "syringes were beat up within the packaging". The following information was provided by the initial reporter: per customer, package is fine but syringes are beat up within package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9120855. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-30. Medical device lot #: 9120895. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309653, batch no. 9120855, 9120895. It was reported that before use of the bd 60ml syringe luer-lok¿ tip there was an issue with product damage. The "syringes were beat up within the packaging". The following information was provided by the initial reporter: per customer, package is fine but syringes are beat up within package.